Event description:
The lay user/reporter contacted lifescan (lfs) in 2007, and alleged that the meter was reading inaccurately high. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported a result of 490 mg/dl on her meter on three days earlier, between noon and 2:00 p.m., she took an increased dose of her 70/30 insulin 10 units. She reported that sometime after the reported issue, she passed out. The paramedics were called; they tested the patient and obtained a result of 160 mg/dl. The patient was not given any medical attention. She was taken to the emergency room. The patient was comparing meter to normal readings/feelings. The techniques for cleaning the puncture site and for testing their blood glucose were correct. It was discovered troubleshooting, that the test strips were expired. This complaint is reported, although the comparison is anecdotal, as the patient allegedly took an increased amount of medication based on the meter result and subsequent passed out. Replacement products have been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.